Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unintended bolus of 2.5 units (u) was displayed in the bolus history. Reportedly, the customer does not recall requesting the bolus. The customer's blood glucose (bg) level was between 80 and 90 mg/dl. Although requested by tandem technical support, the customer did not upload the pump data logs for review or provide a photo of pump history display. Tandem representatives attempted to contact the customer multiple times to provide additional troubleshooting, however, the customer did not respond.